Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes were received, with a tip protector, in a tray. Sample 1: the sample was visually inspected and found to be nonconforming with clear foreign material inside the port and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. No abnormal sound was observed. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and o-rings are all intact. Adhesive on the extension/diaphragm was found to be conforming. Sample 2: the sample was visually inspected and found to be nonconforming with clear foreign material inside the port, on the port face and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. No abnormal sound was observed. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and o-rings are all intact. Adhesive on the extension/diaphragm was found to be conforming. Excess material/damaged on bottom o-ring inner diameter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned samples were conforming for all functional testing and no abnormal sound observed. However, manufacturing related potential contributor factors were identified: excessive material/damage observed in the inner diameter of the o-ring. The returned samples met specifications and no abnormal sound observed; however, non-conformance record has been completed related to the excessive material/damage observed in the inner diameter of the o-ring. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported aspiration and cutting failure of the cutter and abnormal noise occurred when used during surgery. The surgery was completed without product replacement. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).